Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer could not switch between the frontal and lateral tube using the wireless footswitch. The procedure was completed using the wired footswitch. Based on the available information, philips concludes that the issue was caused by a mechanical failure. There are currently no wireless footswitches available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch. Philips has attempted to obtain patient information but the customer could not provide it.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.